Manufacturer narrative:
Argus case (B)(4).

Event description:
Macular degeneration [macular degeneration] case description: this case was reported by a consumer via regulatory authority and described the occurrence of macular degeneration in a female patient who received nicotine (nicoderm) transdermal patch for product used for unknown indication. Co-suspect products included nicotine transdermal patch device transdermal patch batch number unkown. Expiry date unknown. For product used for unknown indication, paracetamol acetaminophen unknown for product used for unknown indication, alprazolam for product used for unknown indication, amoxicillin (amoxicillin trihydrate) for product used for unknown indication, hydrochlorothiazide apo-hydro for product used for unknown indication, atorvastatin calcium for product used for unknown indication, fluticasone furoate (avamys) for product used for unknown indication, azithromycin for product used for unknown indication, betamethasone dipropionate unknown. For product used for unknown indication, betamethasone valerate ointment for product used for unknown indication, clarithromycin (biaxin xl) tablet for product used for unknown indication, bisacodyl unknown for product used for unknown indication, budesonide unknown for product used for unknown indication, calcium carbonate unknown for product used for unknown indication, cetirizine hydrochloride unknown for product used for unknown indication, clarithromycin unknown for product used for unknown indication, clotrimazole unknown for product used for unknown indication, desonide unknown for product used for unknown indication, diphenhydramine hydrochloride (diphenhydramine) unknown for product used for unknown indication, budesonide (entocort) capsule for product used for unknown indication, ergocalciferol unknown for product used for unknown indication, ertapenem sodium unknown for product used for unknown indication, fluticasone propionate (flovent) unknown for product used for unknown indication, glycerin unknown for product used for unknown indication, gramicidin + neomycin sulfate + polymyxin b sulfate (gramicidin/neomycin sulfate/polymyxin b sulfate) unknown for product used for unknown indication, adalimumab (humira) unknown for crohn's disease, hydrochlorothiazide tablet for product used for unknown indication, metronidazole unknown for product used for unknown indication, mesalazine (mezavant) unknown for product used for unknown indication, morphine sulfate unknown for product used for unknown indication, mupirocin ointment for product used for unknown indication, nadolol tablet for product used for unknown indication, nicotine polacrilex unknown for product used for unknown indication, mesalazine (pentasa) unknown for product used for unknown indication, prednisone unknown for product used for unknown indication, pregabalin capsule for product used for unknown indication, budesonide (pulmicort) unknown for product used for unknown indication, carmellose sodium (refresh tears) ear drops for product used for unknown indication, sodium bicarbonate + sodium chloride sinus rinse unknown for product used for unknown indication, sulfamethoxazole + trimethoprim unknown for product used for unknown indication, triamcinolone acetonide unknown for product used for unknown indication and colecalciferol (vitamin d3) unknown for product used for unknown indication. Concomitant products included valsartan. On an unknown date, the patient started nicoderm at an unknown dose and frequency, nicotine transdermal patch device, acetaminophen at an unknown dose and frequency, alprazolam at an unknown dose and frequency, amoxicillin trihydrate at an unknown dose and frequency, apo-hydro at an unknown dose and frequency, atorvastatin calcium at an unknown dose and frequency, avamys at an unknown dose and frequency, azithromycin at an unknown dose and frequency, betamethasone dipropionate at an unknown dose and frequency, betamethasone valerate at an unknown dose and frequency, biaxin xl at an unknown dose and frequency, bisacodyl at an unknown dose and frequency, budesonide at an unknown dose and frequency, calcium carbonate at an unknown dose and frequency, cetirizine hydrochloride at an unknown dose and frequency, clarithromycin at an unknown dose and frequency, clotrimazole at an unknown dose and frequency, desonide at an unknown dose and frequency, diphenhydramine at an unknown dose and frequency, entocort at an unknown dose and frequency, ergocalciferol at an unknown dose and frequency, ertapenem sodium at an unknown dose and frequency, flovent at an unknown dose and frequency, glycerin at an unknown dose and frequency, gramicidin/neomycin sulfate/polymyxin b sulfate at an unknown dose and frequency, humira at an unknown dose and frequency, hydrochlorothiazide at an unknown dose and frequency, metronidazole at an unknown dose and frequency, mezavant at an unknown dose and frequency, morphine sulfate at an unknown dose and frequency, mupirocin at an unknown dose and frequency, nadolol at an unknown dose and frequency, nicotine polacrilex at an unknown dose and frequency, pentasa at an unknown dose and frequency, prednisone at an unknown dose and frequency, pregabalin at an unknown dose and frequency, pulmicort at an unknown dose and frequency, refresh tears at an unknown dose and frequency, sinus rinse at an unknown dose and frequency, sulfamethoxazole + trimethoprim at an unknown dose and frequency, triamcinolone acetonide at an unknown dose and frequency and vitamin d3 at an unknown dose and frequency. On an unknown date, an unknown time after starting nicoderm, nicotine transdermal patch device, acetaminophen, calcium carbonate, diphenhydramine, glycerin and nicotine polacrilex, the patient experienced macular degeneration (serious criteria gsk medically significant and other: per reporter) and drug ineffective. The action taken with nicoderm was unknown. The action taken with acetaminophen was unknown. The action taken with alprazolam was unknown. The action taken with amoxicillin trihydrate was unknown. The action taken with apo-hydro was unknown. The action taken with atorvastatin calcium was unknown. The action taken with avamys was unknown. The action taken with azithromycin was unknown. The action taken with betamethasone dipropionate was unknown. The action taken with betamethasone valerate was unknown. The action taken with biaxin xl was unknown. The action taken with bisacodyl was unknown. The action taken with budesonide was unknown. The action taken with calcium carbonate was unknown. The action taken with cetirizine hydrochloride was unknown. The action taken with clarithromycin was unknown. The action taken with clotrimazole was unknown. The action taken with desonide was unknown. The action taken with diphenhydramine was unknown. The action taken with entocort was unknown. The action taken with ergocalciferol was unknown. The action taken with ertapenem sodium was unknown. The action taken with flovent was unknown. The action taken with glycerin was unknown. The action taken with gramicidin/neomycin sulfate/polymyxin b sulfate was unknown. The action taken with humira was unknown. The action taken with hydrochlorothiazide was unknown. The action taken with metronidazole was unknown. The action taken with mezavant was unknown. The action taken with morphine sulfate was unknown. The action taken with mupirocin was unknown. The action taken with nadolol was unknown. The action taken with nicotine polacrilex was unknown. The action taken with pentasa was unknown. The action taken with prednisone was unknown. The action taken with pregabalin was unknown. The action taken with pulmicort was unknown. The action taken with refresh tears was unknown. The action taken with sinus rinse was unknown. The action taken with sulfamethoxazole + trimethoprim was unknown. The action taken with triamcinolone acetonide was unknown. The action taken with vitamin d3 was unknown. On an unknown date, the outcome of the macular degeneration and drug ineffective were unknown. It was unknown if the reporter considered the macular degeneration to be related to nicoderm, nicotine transdermal patch device, acetaminophen, calcium carbonate, diphenhydramine, glycerin and nicotine polacrilex. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information : adverse event information received via regulatory authority on (B)(6) 2021.